Event description:
Information received from the patient indicates that in 2008, a surgery occurred, and patient was implanted with a miniarc bladder sling. Patient reported that approximately three to four months later, she has experience continous and significant pain, stinging and burning, and was informed that the device had begun to erode and was imbedded in the bladder and urethra. At about four months post-surgery, the miniarc was explanted. Removal of the device did not resolve many of the patient's pain and symptoms or frequent difficult urination. No further surgical or medical intervention have occurred at this time.